Manufacturer narrative:
The failure investigation has been completed and the alleged malf 12 issue was verified. Additionally, based on the analysis, the alleged settings issue could not be verified.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 121-137 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.